Event description:
Knees swelled [joint swelling], knee pain [arthralgia], fluid drained from knees [joint effusion], did not work [therapeutic response decreased], could hardly walk [gait disturbance]. Case description: spontaneous report was received on (B)(4) 2013 from a (B)(6). The pt's medical history was significant for bone on bone knees and previous medial device implantation with synvisc in both knees about every 6 months from the past 3 years. The pt was also treated before with synvisc-one and it worked well. On an unspecified date, 7-8 months back, the pt initiated treatment with synvisc-one (hylan g-f 20) injection in both knees, dosage regimen not provided. The lot number for synvisc-one was not provided. It was reported that the pt's treatment did not work. Her knees swelled and she had so much pain tht she hardly could walk. The pt had fluid drained from her knees and received cortisone shot that helped with the knee pain. On an unspecified date, x-ray of the knees showed bone on bone on one side of each knee. Also, the pt mentioned that she had an infection in the mouth 2 months ago which was not related to synvisc-one. The action taken with synvisc-one was not provided. The outcome for the events of could hardly walk, knee pain, fluid drained from knees, did not work was not provided. The pt had not yet recovered from the event of knee swelled. Concomitant medications were not provided. The intensity for all the events was not provided. The causal relationship between synvisc one and all the events was not provided by the reporter

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.